Event description:
Reporter indicated a vns therapy patient experienced suicidal gestures. The patient's pre-vns baseline is unknown. Good faith attempts to obtain additional information have been unsuccessful to date.